Event description:
The piston rod is stuck inside the mechanical part, he tried to press on the dose button but the pen did not inject insulin [device failure] blood glucose level is high most of the time reaching + 300 mg/dl [blood glucose increased]. Case description: study (B)(6)-outbound patient calls. Study description: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes. Patient's (B)(6). Patient's weight and body mass index: not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia (diabetic coma)" with an unspecified onset date , "anaemia" with an unspecified onset date , "the piston rod is stuck inside the mechanical part, he tried to press on the dose button but the pen did not inject insulin" with an unspecified onset date , "blood glucose level is high most of the time reaching + 300 mg/dl" with an unspecified onset date and concerned a 70 years old male patient who was treated with mixtard 30 hm(ge) 100 iu/ml (insulin human) from unknown start date due to "diabetes mellitus", mixtard 30 penfill hm(ge) 3.0 ml (insulin human) from unknown start date due to "diabetes mellitus", novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus". Medical history included diabetes mellitus (since 40 years and type unknown), renal and hepatic disorder, hypertension, right leg was broken. Concomitant medications included - concor 5 plus(bisoprolol fumarate, hydrochlorothiazide) and oral treatment for renal and hepatic disorders (name unspecified). It was reported that the patient used mixtard 30 penfil and sometimes vials and had a problem in his novopen 4 that the piston rod was stuck inside the mechanical part and he tried to press on the dose button but the pen did not inject insulin. On an unknown date, the patient's blood glucose level was high most of the time reaching above 300 mg/dl. On an unknown date, the patient was hospitalized for about 20 days due to hyperglycemia (diabetic coma) and anemia. During hospitalization, the patient was using mixtard 30 penfills. The patient was discharged yesterday (at the time of report). The patient is now using mixtard 30 vial. Action taken to mixtard 30 hm(ge) 100 iu/ml was not reported. Action taken to mixtard 30 penfill hm(ge) 3.0 ml was reported as product discontinued. Action taken to novopen 4 was not reported. The outcome for the event "hyperglycemia (diabetic coma)" was reported as not yet recovered. The outcome for the event "anaemia" was reported as not yet recovered. The outcome for the event "the piston rod is stuck inside the mechanical part, he tried to press on the dose button but the pen did not inject insulin" was not reported. The outcome for the event "blood glucose level is high most of the time reaching + 300 mg/dl" was reported as not yet recovered. Reporter's causality (mixtard 30 hm(ge) 100 iu/ml) - hyperglycemia (diabetic coma): unlikely. Anaemia: unknown. The piston rod is stuck inside the mechanical part, he tried to press on the dose button but the pen did not inject insulin: unknown. Blood glucose level is high most of the time reaching + 300 mg/dl: unknown. Company's causality (mixtard 30 hm(ge) 100 iu/ml) - hyperglycemia (diabetic coma): unlikely. Anaemia: unlikely. The piston rod is stuck inside the mechanical part, he tried to press on the dose button but the pen did not inject insulin: possible. Blood glucose level is high most of the time reaching + 300 mg/dl: possible. Reporter's causality (mixtard 30 penfill hm(ge) 3.0 ml) - hyperglycemia (diabetic coma): unlikely. Anaemia: unknown. The piston rod is stuck inside the mechanical part, he tried to press on the dose button but the pen did not inject insulin: unknown. Blood glucose level is high most of the time reaching + 300 mg/dl: unknown. Company's causality (mixtard 30 penfill hm(ge) 3.0 ml) - hyperglycemia (diabetic coma): unlikely. Anaemia: unlikely. The piston rod is stuck inside the mechanical part, he tried to press on the dose button but the pen did not inject insulin: possible. Blood glucose level is high most of the time reaching + 300 mg/dl: possible. Reporter's causality (novopen 4) - hyperglycemia (diabetic coma): unknown. Anaemia: unknown. The piston rod is stuck inside the mechanical part, he tried to press on the dose button but the pen did not inject insulin: unknown. Blood glucose level is high most of the time reaching + 300 mg/dl: unknown. Company's causality (novopen 4) - hyperglycemia (diabetic coma): unlikely. Anaemia: unlikely. The piston rod is stuck inside the mechanical part, he tried to press on the dose button but the pen did not inject insulin: possible. Blood glucose level is high most of the time reaching + 300 mg/dl: possible.

Event description:
Case description: it was reported that the patient's right leg was broken 10 days ago. Investigation result: novopen 4 - batch unknown, no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission, the case has been updated with the following: investigation results were added. Manufacturer's comment added. Narrative updated. Manufacturer's comment: (B)(6) 2017: as the novopen 4 has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse events and thus find similar incidents to the one reported in argus case 542155. In this case the event anemia is unlisted event, the other events are listed. Confounding factors are patients medical history and advanced age (70). Continued: evaluation summary- novopen 4 - batch unknown: no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.